Event description:
A report was received that the patient's ipg had flipped and made charging extremely difficult. The patient underwent a revision procedure wherein the ipg was adjusted. The patient was reportedly doing well postoperatively.